Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was "difficult to read in daylight". Subsequently, the customer thought a low blood glucose (bg) alert had occurred due to the screen being difficult to read in daylight and treated for a low bg. Customer¿s bg level elevated, however, a bg value was not provided. Customer administered a manual injection to address the elevated bg and continued to use the pump for insulin therapy.